Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's system board needs to be replaced to address the issue. Other = device has been evaluated but the components have not been replaced pending customer approval of estimate.